Event description:
It was reported through clinic notes that the patient complains of seizures being more frequent and prolonged. The patient is nonverbal and does not follow verbal instructions. It was noted that this increase was more than her typical 3 seizures per month. Attempts have been made to the physician but no additional relevant information has been received to date.

Event description:
Implant card was received on (B)(4) 2015 stating that the patient had a replacement on (B)(6) 2015. Per the explanting facility's protocol, the explanted product is not retrievable for analysis.